Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during stent placement procedure, the proximal end of the stent allegedly twisted. There was no reported patient injury.

Event description:
It was reported that during stent placement on femoral vein via femoral to illic, the proximal end of the stent allegedly twisted and material deformed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the physical sample was not available. X-ray images were provided demonstrating the placed stent inside the vessel. The stent was expanded with minor constriction in the od towards the distal end (patient view) and with minor strut irregularity which leads to a confirmed result for deformation. A twisting was not visible. The images could not confirm an expansion issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: g3 h11: h6 (method, results) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.